Event description:
It was reported that the user observed a low glucose value on the pump display down to 39, while a concurrent fingerstick measured 80, and the agent assisted with calibrating the user¿s dexcom g7; review of pump reports indicated the user announced a usual dinner while near 95, after which the glucose decreased, and the user self-treated with oral glucose. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication (oral glucose) to address the low glucose. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed no confirmed device malfunction, with the event temporally associated with a meal announcement at a near-normal glucose; calibration was performed to address sensor-pump discrepancy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.